Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: the customer complained that it was hard to push the plunger of the syringe and resistance force occurred at 5ml. The user disconnected the syringe and tried to use another posiflush, the pathway was unblocked.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: the customer complained that it was hard to push the plunger of the syringe and resistance force occurred at 5ml. The user disconnected the syringe and tried to use another posiflush, the pathway was unblocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-03. H6: investigation summary: it was reported it was hard to push the plunger of the syringe and resistance force occurred at 5ml. To aid in the investigation, one sample with no packaging flow wrap and one photo were received for evaluation by our quality team. A visual inspection was performed. The rubber stopper is at 5ml of the scale and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. The photo provided shows the sample received. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0223825. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult was not confirmed. H3 other text : see h10.